Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was over 300 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user was hospitalized sometime in (B)(6) and was released 1 week later. The user was treated with insulin drip and saline drip. The contact believed the bg level was due to the user being ill and the error messages. It was confirmed that the user had an alternate method of insulin delivery available.